Event description:
It was reported to philips that the allura system cover fell down. The device was in clinical use at the time of reported event. No harm was reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
The reported event occurred prior to completion of the field correction 3003768277-10/31/2023-006-c, which addresses the causes associated with the reported malfunction.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the procedure was completed as planned without any impact. The philips remote service engineer (rse) analysed the system remotely and confirmed that the l-arm cover fell off. Rse instructed the customer to reinstall the l-arm cover. After that, the system was returned to use in good working order. The codes were updated based on the investigation outcome.